Event description:
Consumer alleges she had a heating pad wrapped in a towel and was using it for her broken rib when she dozed off. She awoke to find a burn to her hip.

Manufacturer narrative:
Consumer admits to sleeping with the heating pad which is a violation of the instructions and warnings provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. A prepaid label was sent to the consumer for return of the product. Consumer has not returned the product.